Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The consumer reported that there was a poor communication screen on the patient programmer (pp). It was noted that the patient was not recently implanted and was using an antenna. It was confirmed that the antenna was secure and synced with the ins and the issue did not resolve. The pp was placed directly over the ins on the skin and synced and the issue did not resolve. The consumer also reported that the patient¿s stimulation was turned off on the day prior to the report for a dentist appointment and now couldn¿t get it turned back on. Additional information was received from the consumer and it was reported that they were still getting the poor communication screen with the replacement pp. The consumer reported that they tried new batteries and tried with and without the antenna and the issue did not resolve.